Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.